Event description:
It was reported that while in the cath lab the physician accessed the left femoral artery and inserted the super arrow-flex (saf) sheath with dilator. The one-way valve was attached and the intra-aortic balloon (iab) catheter was vacuumed twice inside the tray. The balloon tightly wrapped was taken from the tray horizontally per the instructions for use. He started to advance the catheter through the saf sheath when he felt resistance and could not pass it. The physician is noted to be skillful at this iabp (intra-aortic balloon pump) system. The physician removed the iab and sheath together. A new kit was opened and using the same insertion site, inserted a saf sheath and iab successfully finishing the procedure. There was no pt death, injuries or complications. Delay in therapy was about 5 minutes. No excessive bleeding during the procedure was noted and the pt was listed as fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.